Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill bit bent while using. Total hip replacement, surgeon (B)(6), (B)(6) hospital (B)(6) 2017 drill bit bent while using. Did not break. We're finished with it when fault found. Female patient initials ps. No ae to patient. No delay to procedure.

Manufacturer narrative:
(B)(4). The instrument associated with this report was not returned. The provided photograph confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.